Event description:
It was reported that the tubing of an interlink continu-flo set burst during infusion of a contrast. The tubing burst above the y-site located directly below the roller clamp. The injection was being given at the lower y-site. There was no medical intervention or patient injury associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.